Event description:
During device evaluation, it was observed that the duodeno videoscope exhibited chipped glue at the rubber cap, and foreign material on the fiber-optic lens assembly. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event chipped glue at the rubber cap was caused by a component failure. Foreign material on the fiber-optic lens assembly also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.